Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. This complaint no longer meets reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information indicated this right ventricular (rv) lead was not implanted successfully due to lead dislodgement and tissue in helix.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was created to capture updates on h6: device codes and b5: describe event or problem. This complaint no longer meets reportable criteria. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did identify a typical surgery related damage noted but is not considered abnormal.

Event description:
It was reported that this right ventricular (rv) lead was not implanted successfully due to unknown product performance issue. This lead was never in service, and a new lead was placed. No adverse patient effects were reported. Additional information indicated this right ventricular (rv) lead was not implanted successfully due to lead dislodgement and tissue in helix.